Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the first cryoablation of the right middle pulmonary vein, phrenic nerve pacing capture was lost and the treatment was immediately stopped at 45 seconds. A temperature of -46c had been reached during this application. Right phrenic nerve pacing capture was not again achieved through the completion of the procedure. Follow-up on (B)(6) 2012 indicated that the right phrenic nerve impairment had still not recovered.